Event description:
Pt underwent bioprosthetic aortic valve replacement. Intra-operative trans-esophageal echocardiography revealed no evidence of periprosthetic leak. Good biventricular function; however, there was a large central aortic insufficiency jet noted on all views of transesophageal echocardiography. Confirmed by handheld epiaortic probe. Appeared that anterior most leaflet being the right coronary leaflet was not appropriately coming back to midline to form a competent valve. Aortotomy reopened. Valve removed and examined; noted evidence of retraction of the right coronary cusp without evidence of any perforation. Pt required replacement of bioprosthetic aortic valve resulting in extended surgery time and coagulopathy requiring transfusion of blood products.